Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00933. It was reported the patient was in a car accident after which the leads migrated and effective therapy was lost. The issue was confirmed via x-ray. As a result, surgical intervention occurred wherein the leads were explanted and replaced to address the issue. Therapy restored, reportedly.